Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for failure analysis. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a piece of the fenestrated bipolar forceps instrument broke off and fell inside the patient. The broken fragment was retrieved. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one of the jaws on the fenestrated bipolar forceps instrument snapped and fell inside the patient. The fragment was retrieved from the patient. The procedure was completed with no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have a broken jaw. Approximately 0.554" was broken off and was not returned. The known common cause of this failure is due to mishandling/misuse. On 02-may-2018, intuitive surgical, inc. (Isi) obtained the following additional information from the initial reporter regarding this event: all fragments were retrieved with a laparoscopic grasper. The instrument was used for at least an hour prior to the breakage. The surgeon confirmed that he moved the right hand and it touched the left hand instrument and the arm broke off. It was not a hard clash but it definitely touched when the jaws were open. The procedure was completed robotically. Based on the failure analysis results, this MDR report is being retracted as the damage to the instrument was found to have been due mishandling/misuse and not due to a malfunction of the instrument.